Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a test step, and unit is giving re-breathing error and circuit disconnect error when circuit is connected. The device's all filters, tubing, and machine flow sensor need to be replaced to address the issues.